Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump alarmed off now power without prior low battery alert. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated they did not receive a low battery alert prior to the off no power alert. Customer stated the battery cap was not loose, cracked or damaged. The device will not be returned for analysis.